Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip applier was placed on to tissue and fired. The clips were fired from the device unformed after opening the jaws of the clip applier. Another device was opened which functioned well. No adverse consequence to the patient were reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Jaws.